Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while at the neonatal intensive care unit, specifically in room c4a a nurse was on bedside checking a 1 year and approximately 7.4 months old male infant and noticed the tracheostomy flange was broken. The bedside nurse called for help to have the trach replaced while the bedside nurse was holding the trach in place. Event occurred during patient use and the patient was said to experience some potential harm but the potential harm was no specifically stated.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed.